Event description:
According to co's customer, during a routine qc procedure in the afternoon, they noticed the ac-t diff2 instrument generating a high platelet result. The platelet background result was high out of range in the afternoon [>140 x 103 cells/ul]. The platelet control values for the afternoon were high out of range. The customer suspects that sample results may have been reported during this time. No pt info/results were provided by the customer. There has been no change to pt treatment that can be attributed to this event.